Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump may be delivering unprogrammed boluses. Customer reported having a blood glucose level of 38 mg/dl due to a delivery anomaly. Blood glucose level at the time of the call was 160 mg/dl. The caller reported having a blood glucose level of 424 mg/dl, and although he did not program a bolus, the device history showed that one was delivered. Troubleshooting did not show any malfunction of the device. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Inserted a water test reservoir and was programmed with a 2.0 u/h basal rate and monitored three days, several bolus were also delivered and delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. No bolus anomaly noted. No unexpected no delivery or low reservoir alarm during testing. The insulin pump passed the displacement accuracy test. The insulin pump had minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.